Manufacturer narrative:
The fse evaluated the device on site and detected the defibrillation values were below tolerance causing the self-test not to pass. The fse determined this was a malfunction of the therapy capacitor and provided the customer with a part number and pricing for this replacement part; however, it is unknown how the issue was resolved. Multiple attempts were made to request information regarding the status of this quote and how the issue was resolved; however, no information was made available. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the therapy capacitor. The reported problem was confirmed. The customer was provided with part number and pricing for a replacement therapy capacitor; however, it is unknown how the issue was resolved.

Event description:
It was reported to philips that the device failed testing in the charge phase. There was no patient involvement.